Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with periumbilical incisional hernia thereby underwent open repair with implant of composix kugel patch. Per operative notes, ¿the large hernia sac was identified and dissected away from umbilicus, the hernia was opened as there was incarcerated omentum inside it and some of this incarcerated omentum was dissected. A composix kugel patch was placed underneath the defect and sutured.¿ (B)(6) 2015 - patient was diagnosed with small bowel obstruction thereby underwent laparoscopic repair with excision of mesh and resection of small bowel. Per operative notes, ¿midline vertical incision was made and taken down to small bowel followed to the obstruction with inflammatory mass that is posterior to mesh implant. Small bowel loop was identified in several location of mesh implant and carefully peeling it away and identified the chronic bowel perforation. The bowel was resected, and the inflammatory mass was removed. The defect was closed with stapler and wound vac was placed.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, pain and emotional injuries. It was also alleged that there was an inflammatory mass of the posterior aspect of composix kugel mesh.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 year 3 months post implant of composix kugel mesh, patient was diagnosed with bowel perforation, obstruction, adhesions and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions, inflammation and bowel perforation as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.